Event description:
Vascular repair of graft as reported this patient experinced femoral dissection noted by swelling in abdomin wall, which was treated via trombin injection. Follow up with clinical site revealed no furhter complications or information at this time.

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the preparation, the pullwire was dislodge and pushed out from the exchange port. Another rapid exchange biliary stent system was used to complete the procedure. There were no reported patient complications during the procedure. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and deformed/bent stent.